Event description:
It was reported that the blood is leaking from the catheter hub and cartridge at times. There was patient involvement and there was no patient was harm. Operator of the device was a health professional.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.